Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that during a planned cataract surgery, the metal cannula came off of a fifteen milliliter bottle of balance salt solution while in the eye. The cannula was removed from the eye and the procedure was completed with an unplanned vitreous clean up. No product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample was returned for evaluation for the report of a cannula coming off; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The root cause for the customer's complaint cannot be determined. (B)(4).